Event description:
Clinical study. It was reported 1800 days following a coronary artery stenting treatment procedure that the patient returned with ischemia requiring reintervention treatment. The index procedure treated the de novo, 70% stenosed 3x10mm target lesion located in the 1st right posterolateral branch. Treatment consisted of pre-dilation with a 2.5x15mm maverick balloon deployed at 8 atm's for 8 seconds and the placement of a 3.0x16mm taxus express2 drug eluting stent resulting in 0% stenosis. The patient was discharged the next day on aspirin and clopidogrel. About 1800 days following the index procedure the patient presented with stable angina and after having a positive CT scan underwent cardiac catheterization. Angiography revealed; left main coronary artery (lmca): normal; left anterior descending (lad): mid 60% stenosis, distal 70% stenosis; left circumflex artery (lcx): normal; right coronary artery (rca) - target vessel: proximal 70% stenosis, distal 90% stenosis (de novo lesion). An attempt to cross the lesion in the rca was made with a 3.0x8mm non bsc drug eluting stent but could not cross. Pre dilation was then performed with a 3.0x9mm maverick balloon in the rca followed by the implant of two non bsc stents (3.0 x 8mm, 3.5 x 8mm) located in the distal rca. The proximal rca was treated with a 3.5x8 non bsc drug eluting stent. The next day the distal and mid lad were treated with balloon angioplasty. The patient was discharged two days post the reintervention treatment procedure on aspirin and clopidogrel.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.